Event description:
A malfunction alarm labeled as malf 12 was reported by the customer, and the fault ID was available as 12-0x2071. The impact on the customer's blood glucose level was unknown as they chose not to answer regarding any exceedance. After assistance from cts, the customer successfully reset the pump to address the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurs.